Event description:
It was reported that the patient's right hip was revised due to limb length discrepancy. A 36 -2.5 ceramic head was revised to a 36 +5 ceramic head and sleeve.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.